Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: a review of the pump¿s black box showed cs 052 call service alarms in the alarm history. During testing, the pump was powered on to a call service 052 alarm. The pump case was opened and the transceiver flex was damaged. When the transceiver was disconnected, the pump powered on without alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.